Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the reporter was unable to remove the cap from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 06/30/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged issue of unable to remove the battery cap was not duplicated. The battery cap was removed from the pump for evaluation. Stripped threads and the worn coin slot were found on the returned battery cap. The battery cap contact width was low out of specification. No damages were found with the battery compartment. The returned cap was unable to be tightened properly onto the pump. Using a test cap, the pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. Unrelated to the complaint, the display was found to have a pinkish contrast.